Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 22oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer found that the filters were dirty. The technician recommended that the customer replace the filters. The customer reported replacing the filters resolved the issue. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019.

Event description:
It was reported that the unit declared a blower temperature high error. The device was in use at the time of the event; however, there was no patient harm.